Event description:
At 5 years 4 months after the primary the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2021. Lot 157017: (B)(4) items manufactured and released on 04-april-2016. Expiration date: 2021-03-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event since 2017.